Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, although dvt prophylaxis was given, a 59 year female patient was noted to have a deep vein thrombosis and a pulmonary embolism approximately 6 days post right tka which was treated with oral eliquis tablets. Based on the limited information provided in the crfs, the root cause could not be definitively concluded; however, both dvt and pe are known potential occurrences post-surgical procedures, including but not limited to, joint arthroscopy. The patient impact beyond the reported dvt and pe and subsequent medication therapy could not be determined, although per the crf/ae form dated 8/27/2020, the patient current status is ¿recovering/resolving¿. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after a tka procedure, using a journey ii cr fem oxonium np right size 3, the patient had a deep vein thrombosis and a pulmonary embolism.